Event description:
It was reported through the patient outcome, the patient passed away. The cause of death was unknown. There were no device issues at the time of the patient outcome. The outcome was not considered to be device or therapy related. No autopsy was performed. The device was not explanted. The device was not intended to be returned for evaluation.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.